Manufacturer narrative:
Complained product will not be not available.

Event description:
[Brush head] bristles ¿ coming out ¿ don¿t fit on the brush properly and come off - oral b [device breakage). Case narrative: consumer contacted via phone and stated that the oral-b power oral care refills trizone brush head didn¿t fit on the brush properly and came off, bristles came out. No injury was reported.